Event description:
It was reported via phone, that they customer went into a diabetic coma (B)(6) 2014, and the emergency medical services removed his insulin pump. The customer also stated that they have been hospitalized since (B)(6) 2015. Customer's blood glucose level at the time was unknown. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.